Event description:
The light source shut down during surgery. A spark with smoke came from the back panel of the unit. This did not occur in the operative field and no patient injury or adverse event was reported. The completion of the surgery was delayed.